Manufacturer narrative:
(B)(4). Voluntary medwatch report number mw5099971. Labeling indicates: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (e.g. Redness, swelling, bruising, itching, scarring or skin discoloration).

Event description:
It was reported that a skin reaction from the adhesive occurred. Date of issue is an approximation. The skin reaction was described as hives, scarring, and intense itching. There was no documentation of medical intervention. No data or product was provided for investigation. Confirmation of the allegation was undetermined. The probable cause could not be determined. No additional patient or event information is available.